Manufacturer narrative:
Date of event and patient's weight is estimated. During processing of this complaint, attempts were made to obtain complete device information. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50 cm, model: mn10450-50a, UDI: (B)(4), serial: unk, batch: ab2346. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a drg system explant surgery, a portion of a lead was left implanted in the patient. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead was left implanted.